Event description:
It was reported that a malfunction occurred after the device had been submerged underwater about one to two weeks prior. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and after doing so, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again if any further issues arose.